Event description:
Ventilator alarmed - screen read "vent malfunction, error code 004". Pt removed and hand ventilated. Vent replaced and pt placed back on vent with sme settings, changed mode from simv to imv. No adverse outcome to pt. Due to error code, evaluated power supply and there was reported power surge on this day. Co called and participating in identifying malfunction source.